Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between august 21-22, 2025. H11: the device was received for evaluation with fluid remaining in the bladder. A visual inspection of the returned sample identified white drug residue at the blue winged luer cap. The cap was found to be slightly loosened, which likely resulted in a slow leak; over time, the leaked drug solution dried and formed a white residue/powder. A functional leak test was subsequently performed, which confirmed a slow leak from the blue winged luer cap due to it being insufficiently tightened. The reported condition was verified. The reported condition was verified. The cause of the issue was user related. The product label (IFU, instructions for use) indicates to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The device was filled with fluorouracil and saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6) should additional relevant information become available, a supplemental report will be submitted.